Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product

Event description:
Jabbing/poking cheek [mouth injury]. Cheek red [oral mucosal erythema]. Jabbing/poking cheek with metal shaft of toothbrush [injury associated with device]. Brushhead is loose [device connection issue]. Brushhead comes off in mouth [device breakage]. Case description: a (B)(6) female reported use of an oral-b deep sweep brushhead with an oral-b rechargeable toothbrush handle, triumph 3745 and the brushhead came loose, would not stay on and exposed the toothbrush handles metal shaft. The consumer reported while brushing the brushhead comes off in her mouth and the metal shaft jabs and pokes her cheek. The consumers cheek becomes red which recovers within 2 hours. No treatment was reported. No further information was reported.